Manufacturer narrative:
The manufacturer did not receive other source documents for review. X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a ankle fix ti-plate, standard, right on the right side on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2017 due to plate breakage.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: implant fracture. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient received an ankle fix plate on (B)(6) 2016. Approximately 6 months later, on (B)(6) 2017, the patient underwent revision surgery as the plate was found to have fractured. Review of received data: two undated x-rays are available for review. On the x-rays, the ankle of the patient is visible. The upper ankle joint is fixed with a plate and 10 screws and there are signs of the start of bone fusion process. The plate is fractured through a screw hole and two screw heads appear to be slightly protruding from the plate. Devices analysis: the ankle fix plate ref 28.14.102 lot 17534 was returned for evaluation together with 11 screws. The plate is fractured through two of the middle screw holes. The fracture surfaces are damaged and no clear statement about the fracture can be done. Possibly it is a plastic overload fracture. Three of the screws shows some relevant damage at the screw threads. Root cause analysis: root cause determination using rmw: plate breakage due to lack of adequate strength. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of screws due to lack of adequate strength. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of plates and screws due to inadequate design for intended performance of device. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to explanted implant is used for new implantation surgery. Not possible: nothing suggest that the implant was re-used. Adverse reactions, and/or structural integrity, insufficient durability, breakage of implants due to misinterpretation or disregard of indication, contraindication patient´s congenital drawback or other anomalies and precaution of use of device. Possible, it is possible that the patient did not follow the post op instructions as it is also unknown which instructions were given to the patient. Conclusion summary: the ankle fix plate was implanted on (B)(6) 2016. Approximately 6 months later, on (B)(6) 2017, the patient underwent revision surgery as the plate was found to have fractured. The review of the x-ray shows that the plate was broken in the area where the joint is located. The review of the x-rays show signs of the start of bone fusion process. The fusion process was not completed after 6 months with the implanted plate. Therefore, without bone fusion, the forces were shifted to the plate and possibly led to overloading of the plate. The postoperative instructions given to the patient regarding partial or full weight bearing are unknown and it is also unknown if the patient was compliant. Several factors, which are unknown for this patient, such as osteosynthesis type, comorbidities, etc. Might also have influence on the bone fusion process. The visual examination of the returned plate shows that the plate was broken through two of the middle screw holes. The fracture surfaces are damaged and polished areas are visible. It cannot be said when these damages/deformations on the fracture surfaces occurred. Therefore, a meaningful analysis of the fracture pattern is not possible. Furthermore, the plate shows several scratches on the whole surface which could be originated during the removal of the plate. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).